Manufacturer narrative:
The product will not be returned for evaluation. The user reported that the cannula was out of the infusion site. This condition would interrupt insulin delivery and contributed to hyperglycemia if it occurred. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer stated that she knows that the needle injected because she has a puncture at the infusion site, however, she believes that the cannula was not in the site correctly.